Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein it was discovered via imaging that the right lead had migrated. As a result, both leads and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced less then optimal coverage due to the left lead migrating along with difficulty charging the ipg due to migration. As a result, surgical intervention may be undertaken to address the issue.